Event description:
It was reported that during a surgical procedure at the healthcare facility, the neptune rover was smoking, but without any flames being visible. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the neptune rover was smoking, but without any flames being visible. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
During the device evaluation, the reported smoking could not be reproduced. However, the vacuum pump was found to be seized, and it was identified that the current consumption of the vacuum pump being too high was identified as a probable cause of the reported smoke.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.